Event description:
Additional information received from the customer reported the scope was leaking.

Manufacturer narrative:
This report is being supplemented to provide additional information. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe issue could not be determined, however, the issue was likely the result of wear/user handling/mishandling. The event can be prevented by following the instructions for use which state: warnings and cautions ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was a loaner device that was returned after the customer's device was repaired. There was no failure alleged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe and a stain entered a gap in the adhesive of the distal end and stained the lens. The report is being submitted due to failures found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope cover was discolored, the grip was discolored, water tightness was lost due to a pinhole on the instrument tube, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe, and the bending section cover adhesive was detached. This event is under investigation. A supplemental report will be submitted upon receiving additional information.